Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported recurrent mitral regurgitation (mr). Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances as the patient returned to the hospital and another mitraclip was implanted. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_1002 - expand g4 phase 1 and phase 2 study. Patient ID: (B)(6). It was reported that on (B)(6) 2022, the patient presented with degenerative mitral regurgitation with posterior leaflet prolapse. One mitraclip was successfully implanted, reducing the mr to grade 1+. On (B)(6) 2024, recurrent severe mr with p2 prolapse were observed. On (B)(6) 2024, the patient was admitted to the hospital for another clip procedure. On (B)(6) 2024, another mitraclip was implanted with good results noted. The patient was discharged from the hospital.